Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging inaccurate results of "264 mg/dl" obtained on the subject meter and "164 mg/dl" on another meter (ot ultraeasy) within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.